Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 374 mg/dl. Customer stated that they changed sets numerous times. Customer stated saw something inside the tubing that was clearly not air bubble. Offered to troubleshoot, customer declined. Customer stated will report back advised to change the entire infusion set and see if the high blood glucose goes down. No further information provided.